Manufacturer narrative:
Product support tested cal h (pos ctrl) and cal z (neg ctrl) on sob lot w48946. Observations were for tni recovery. No high bias or false positive results were observed with any sample. Customer did not return any sample for further testing. Unable to rule out sample specific interference that may have affected analyte recovery. All results for tni given by customer are below the clinical cutoff of 0.40ng/ml as stated in the package insert. No product deficiency was established. As of (B)(4) 2011 there are 3 complaints for sob lot w48946. Corrective action not required at this time.

Event description:
Caller alleged false positive troponin (tni) results using the triage profiler sob. Pt a: pt was discharged on (B)(6) 2011. Diagnosis: fractured facial bone, contusion of knee, cardiac dysrhythmia (this was sinus tachycardia), thyroid disorder, hodgkin's unspecified. The following cut off's were used: tni: 0.01-0.05-borderline. Ntpro bnp: >450 (50y) >900 (50-76y) >1800 (>76y). Ck: 20-200. Ckmb: 02.-2.4. Ddim: 0-400.